Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed based only on the information received. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "during the procedure (right upper lobectomy) the doctor loose the ventilator and realized that something was happening with the tube. Finally he changed the tube and then he saw a small hole on the cuff". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the blue balloon cuff had a hole in it. The returned sample appeared to be used as there was biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff. A lab inventory syringe was filled with air. Then the syringe was connected to the white pilot balloon. Using hand pressure, the balloon cuff was able to completely inflate. The syringe was then attached to the blue pilot balloon. Upon injection of air, the blue balloon cuff was unable to completely inflate due to the hole in the cuff. The syringe was reattached to the white pilot balloon and the white balloon cuff was able to properly deflate. The et tube was then submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, no leaks were detected other than the hole in the blue balloon cuff. Other remarks: a DHR review could not be conducted since the lot number was not provided. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "small hole on the cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the blue balloon cuff which prevented it from being able to inflate. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore it is unlikely that this type of damage was present at the time of manufacturing. Based upon the damage observed it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "during the procedure (right upper lobectomy) the doctor loose the ventilator and realized that something was happening with the tube. Finally he changed the tube and then he saw a small hole on the cuff". Patient condition reported as "fine".